Event description:
It was reported that there were concerns that this pacemaker exhibited premature battery depletion (pbd). The device stated that the there was less than three months till explant at the last follow-up approximately five months ago. Another follow up was scheduled for three months later, but the patient cancelled. At the date of the event, the device was completely depleted. The health care professional (hcp) believed that the device experienced pbd. It was noted that the patient was hospitalized. The device remains in use. No additional adverse patient effects were reported.